Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision. He was originally placed with a 3.5 locking compression plate on an unknown date. The plate broke on an unknown date. On (B)(6) 2017, the patient was revised to another plate. No medical intervention or surgical delay was necessary. The patient status was reported as stable following surgery. Concomitant medical devices: screw. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).